Event description:
It was reported that there was a missing push button, physical damage. There was no additional information provided and no patient involvement.

Event description:
It was reported that there was a missing push button, physical damage. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 06/10/2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a missing push button, physical damage. There was no additional information provided and no patient involvement.